Event description:
Failed total knee arthroplasty with fracture of tibial base plate. Original total knee anthroplasty 1980 revised 1996. Patient did well until september 1998 - began experiencing discomfort and pain. X-rays reveal fracture of tibial base plate. Device does not need to be returned to uf.